Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG disabled" message.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation result: the device was returned to zoll medical corporation. Review of the device data log showed multiple occurrences of rapid defib ID change followed by multiple ECG failures. The errors were cleared on the next power cycle. The device was put through extensive testing including bench handling and full functionality stress testing using known good ECG cable and multi-function cable on simulator without duplicating a malfunction. Visual inspection found fretting on the multi-function cable receptacle. The multi-function cable receptacle was replaced as a precaution. The device was re-certified and returned to the customer. The multi-function cable used at the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.